Event description:
The pt was unresponsive so the nurse tested blood glucose on suspect device and was normal. Repeated blood glucose test on suspect device and again was in normal range. She called 911 and they tested blood glucose on their device and was 38 mg/dl. The pt was taken to the hosp. This incident occurred a few months ago, no date given. Another incident with same pt occurred on 11/23/98. The pt was again unresponsive and showed signs of hypoglycemia. The nurse tested blood glucose on suspect device and was 114 mg/dl. She thought this was inaccurate so she treated pt with orange juice and sugar. The pt was then taken to ER where lab blood glucose was tested and was 99 mg/dl.